Event description:
Reportedly, two problems with this ICD: - in the remote monitoring report, the lpe alert is notified for high threshold and for untreated vf (ventricular fibrillation), but when opening the source files, only two warnings are visible: lpe and reason for high threshold. No mention of non-treated vf . No vf episodes in the memory. Why do the report and the source files not give the same information? Are there or are there not non-treated vf that led to the alert? - second important problem: the threshold is seen at 2v, but according to the egms stored on 11 and 10 august, there is no capture at 2v. The auto threshold is wrong. We always see this type of signal at the start of a vd auto-threshold. What does it correspond to? Is it what led to an auto-threshold error?.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, two problems with this ICD: in the remote monitoring report, the lpe alert is notified for high threshold and for untreated vf (ventricular fibrillation), but when opening the source files, only two warnings are visible: lpe and reason for high threshold. No mention of non-treated vf. No vf episodes in the memory. Why do the report and the source files not give the same information? Are there or are there not non-treated vf that led to the alert? - second important problem: the threshold is seen at 2v, but according to the egms stored on 11 and 10 august, there is no capture at 2v. The auto threshold is wrong. We always see this type of signal at the start of a vd auto-threshold. What does it correspond to? Is it what led to an auto-threshold error?

Manufacturer narrative:
Lpe alert as per specifications, the rms report displays the last occurrence of the lpe alert and the corresponding idf file displays the first occurrence of the lpe alert. It should be noted; on 02 aug there were 2 episodes in vf zone not treated. These episodes could not be recorded in the device memory because it was full as 16 episodes were already stored. Rvat the rv lead connected to the device is an integrated bipolar lead it should be noted the manual specifies ¿the use of a high polarization ventricular lead interferes with normal operation of the ventricular autothreshold function.¿ based on available data, the lpe alert worked as per specs. Although the operation of the observed rv autothreshold is conformed to specifications, it is not recommended to activate rvat with this rv integrated bipolar lead.